Event description:
As reported: post procedure with the closurefast device, 6 patients contacted the ER and/or hospital and were admitted between (B)(6) 2014. The patients were treated for a bacterial infection of serratia. The patients were treated with IV antibiotics and levaquin. Additional information obtained indicates that the devices involved during the procedures were sent to the epidemiology lab at manchester hospital. The inspected closurefast devices were tested and the lab could not culture anything that would suggest exposure of any elements that may have contributed to the reported infections. Per the hospital, the primary source of the bacteria could not be confirmed, but the closurefast devices are not in question. Please reference mdrs 2183870-2014-00152, 2183870-2014-00153, 2183870-2014-00154, 2183870-2014-00155, and 2183870-2014-00157 for the other closurefast referenced with this event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this closurefast has been performed and no discrepancies relevant to the reported event were found. Additionally, the sterilization validation performed for the closurefast was reviewed by the covidien director of microbiology and sterilization. A review of the closurefast routine production process used to sterilize the reported devices was performed. No discrepancies or anomalies were found on either review. Based upon the routine sterilization validation and successful routine processing, it can be concluded that there is a high confidence that the sterilization process used for these devices resulted in a sterile product. Furthermore, it was reported that the catheters pertaining to the potential serritia contamination (lot # 552294) were sent to an epidemiology lab for testing. The lab was unable to culture any organism off the covidien product, which would point to other causative issues unspecified to the closurefast devices.